Event description:
While wearing the external equipment, the pt reportedly experienced an overly loud sensation. The pt was seen at center for device eval. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The pt's ci device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.